Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken distal clevis at the base of the main tube. The broken piece was returned. Components adjacent to the broken clevis do show damage, the main tube was found to be broken. Additional observation related to customer complaint: the instrument was found to have a broken main tube approximately 2.0340" from the distal tip. A piece measuring approximately 6.46mm x 1.70 mm was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation related to customer complaint: the instrument was found to have a broken grip cable at the main tube. Additional observation related to customer complaint: the instrument was found to have a broken pitch cable at the main tube. The complaint regarding the broken device was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument came apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified intraoperatively. Instrument was inspected prior to use and no issues found. The distal metal tip dislocated from the carbon shaft during use. The instrument was not able to be removed through the 8mm port due to the dislocation of tip. Surgeon stopped procedure to pull port and remove instrument. Instrument had to be cut to remove form port outside of patient¿s body. No piece of instrument was left in body.